Event description:
It was reported that the insulin pump had an unresponsive act button and alarmed, indicating that the device experienced an unexpected restart. The caller stated that the alarm could not be cleared. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform a21 test due to unresponsive keypad button. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.